Event description:
It was reported that the patient developed a skin reaction on the insertion site (arm) while wearing the pod between 49 and 71 hours. The patient reported pain at the pod site after lying on it throughout the night, accompanied by significant blood glucose (bg) fluctuations, with bg levels increasing up to 300 mg/dl. Due to increasing pain and elevated bg levels, the patient decided to remove the pod. Upon removal, the site appeared swollen and red. Shortly after pod removal, the patient experienced systemic symptoms including fever (38°c), shivering, pain, and pressure sensitivity at the site. The following morning, on (B)(6) 2026, the patient sought medical attention from a general practitioner at praxis-gueven-dursun, lohmeyerstrasse. The visit lasted approximately 10 minutes. The physician assessed the site and diagnosed tissue inflammation. Treatment included application of a sterile compress and a prescription for amoxiclav 875/125 mg antibiotics to be taken for two weeks. The patient reported that the pod site has since been improving, becoming smaller and less infected. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection and physician office visit . Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.